Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user on the first day of ilet use experienced a post-meal blood glucose increase to 250 mg/dl after announcing dinner, then a decline to 233 mg/dl during the call, and the user questioned a possible infusion site issue; troubleshooting and education on algorithm adaptation and meal announcements were provided. Symptoms included hyperglycemia. Outcomes included self-monitoring at home without medical intervention or hospitalization. Investigation included customer care assessment and user education. Investigation of this case revealed no confirmed device malfunction and no confirmed component issue; the event was consistent with expected adaptation period response and meal-related glycemic variability. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.